Event description:
It was reported that the customer's insulin pump turned off. The blood glucose reading at time of the call was 150mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly.